Event description:
During lap adrenalectomy procedure the ethicon (non-covidien product) hand-piece continued to activate/spark/release energy on its own without being actively triggered while plugged into a force triad generator. This caused tissue burning to the pt's bowel and required a specialist consultation. The pt is described as now doing fine and currently no complications have resulted from this case.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.